Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the device could not be interrogated. Magnet application did not yield tones from the device. Technical services suspects the battery is depleted and recommended replacement. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that, during an office follow-up, the device could not be interrogated. Magnet application did not yield tones from the device. Technical services suspects the battery is depleted and recommended replacement. There were no adverse patient effects. The device remains implanted.